Event description:
It was reported that the pt underwent 26 radiation treatments in the pelvic region. The pt reported no stimulation sensation. There were telemetry issues. The neurostimulator may have been overdischarged. No patient treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.